Event description:
The pt came into hospital when his controller failed twice. While in the hospital he had several pump stoppages with controller failure. External component of power cord replace but continued to have life threatening pump stoppages.